Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that no abnormality noticed during inspection of implantable pacing lead (ipl) prior to use. During the ipl implant procedure, the tip could not be screwed out normally. The ipl was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that no abnormity noticed during inspection of implantable pacing lead (ipl) prior to use. During the ipl implant procedure, the tip could not be screwed out normally. It was also reported that due to patient anatomy abnormal (patient¿s heart was quite large), the lead could not reach target position with the support of introducer sheath. The ipl and introducer sheath were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.